Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative (fsr) evaluated the device onsite and checked the unit with personal test equipment. The issue could not be duplicated. The unit passed all tests and runs according to manufacturing specification.

Event description:
The customer reported low volume on the vela ventilator. The patient involvement is unknown.